Event description:
On (B) (6) 2010, the patient reported the infusion site insertion needles of her previous box of infusion sets were not sharp enough to properly penetrate her skin. She stated she tried inserting the infusion site in different areas of her body and continued to have issues. She stated that when she was able to insert the infusion site she would later find the cannula was bent. She reported she was taken to the hospital and admitted to the intensive caer unit for 4 days and she had diabetic ketoacidosis. Her normal blood glucose range is 120-140 mg/dl. The patient was sent replacement infusion sets. The alleged infusion sets were discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.